Event description:
It was reported that during a direct-stenting treatment procedure, crossing difficulties were encountered and the express2 otw stent dislodged and migrated to an unknown location in the pt's body. The lesion being treated with a calcified, lesion in a tortuous circumflex coronary artery. The right femoral artery accessed with a 6f/10 cm st jude sheath and a 6f medtronic launcher ebu 3.5 guide catheter was inserted into the left coronary artery to intervene on the circumflex artery target lesion. A maverick2 mr 2.5/15 mm balloon and a cordis stabilizer plus guidewire were inserted, but would not cross the lesion. The cordis stabilizer plus wire was removed and replaced with a luge 300 cm guidewire. The maverick2 mr 2.5/15 mm balloon was delivered to the lesion site and inflated to 10 atms for 45 seconds, then to 14 atms for 30 seconds. The maverick2 mr 2.5/15 mm balloon was removed and follow-up angiography was performed. The physician attempted to place an express2 5.0/20 mm stent in the circumflex lesion, but was unable to cross the lesion. The balloon was not inflated. The physician decided to pull the stent back into the guide catheter, but, in doing so, the stent dislodged from the delivery device and embolized to an unknown location in the body. All equipment was removed. Insertion of a 6f medtronic jl 4.0 guide catheter was attempted, but unsuccessful. Follow-up angiography was performed. An endovascular snare was opened to search for the stent. The physician attempted to rewire the lesion. Medtronic stormer 4.0/15 mm balloon was delivered to the circumflex stenosis site and inflated to 10 atms for 45 seconds, then pulled back into the guide. Follow-up angiography was performed revealing that the entire circumflex coronary artery had closed down. Luge wire remained in place, so the physician attempted to advance a bsc surpass 4.0/20 mm perfusion balloon to the circumflex over the luge guidewire, but was unable to advance it past the target lesion, so it was removed. The 6f/10 cm sheath was replaced with an 8f iabp sheath and an 8f iabp catheter was advanced via the right femoral artery and the pt was sent to surgery. The pt was asymptomatic and in no apparent distress during this event. Additional info has been requested regarding this event.

Event description:
Surgical intervention was successful and the pt was easily extubated the following day. Surgical intervention resulted in saphenous vein grafts to the diagonal and circumflex arteries as well as to the right posterior descending coronary artery. The pt required inotropic therapy (increases the heart's ability to contract) due to posterior left ventricular dysfunction and distention and experienced some cardiac arrhythmias post operatively. Treatment with hydralazine was initiated (for afterload reduction), as well as progressive ambulation, then discharge to home with home health services and cardiac rehab. It is noted that the surgery was "unrelated to device use" per the facility medwatch.